Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer¿s blood glucose (bg) level was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a manual injection. The customer reverted to an alternate method in insulin therapy.